Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was available at the plant for evaluation. No defect was observed during visual inspection. A functional flow rate test was performed on a sample from the same lot number by filling the container with solution. Continuous flow of the solution was observed and the sample was found to be working within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in a bag of gamma sterilized intravia empty container (250ml) when it was removed from the box. This was observed in the pharmacy before use. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This file represents report 10 of 16.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.